Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the balloon ruptured in the patient's ureter. According to the reporter, no portion of the complaint device remains inside the patient. This balloon was removed and the physician placed a stent to complete the intended procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Correction to initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation : a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device revealed a 4 cm longitudinal split in the balloon material. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, visual examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
During the procedure, the balloon ruptured in the patient's ureter. According to the reporter, no portion of the complaint device remains inside the patient. This balloon was removed and the physician placed a stent to complete the intended procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.